Event description:
The customer has reported via the sales rep, that whilst in surgery on tuesday (B)(6), the collar on an exeter stem allegedly snapped whilst being attached to the introducer. The customer has reported that this was resolved by using another stem which was immediately available from the shelf. The customer has reported that this matter did not result in any adverse consequences for the patient and that there was no delay to the surgery. The customer has reported that the introducer is not available to return, however the stem and the reportedly snapped collar are being returned for investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Method & results: -device evaluation and results: evaluation by the supplier confirms that one lug of the spigot was bent during manufacturing. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4). The investigation into the event by (B)(4) confirms that the affected device was manufactured and inspected before the implementation of the actions of (B)(4) raised to investigate this event.

Event description:
The customer has reported via the sales rep, that whilst in surgery on (B)(6), the collar on an exeter stem allegedly snapped whilst being attached to the introducer. The customer has reported that this was resolved by using another stem which was immediately available from the shelf. The customer has reported that this matter did not result in any adverse consequences for the patient and that there was no delay to the surgery. The customer has reported that the introducer is not available to return, however the stem and the reportedly snapped collar are being returned for investigation.